Manufacturer narrative:
Additional info: h6 complaint is confirmed. Visual evaluation, it was noted that the inner tip was broken. The outer window has nicks around the edges. Laser marks faded, and spots of oxidation were on the device. Functional testing was not performed due to the damage to the device. The most probable cause of this failure is that it was stuck with a piece of tissue or bone that caused the inner tip to break. This damage indicative of misuse.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
It was reported that during a knee arthroscopy the inner parts of the device broke. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.